Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The reload was received engaged with the subject instrument. Visual evaluation of the reload noted that it was fully fired with the jaws clamped and the knife was retracted to the clamp up position. The subject instrument retract knobs were retracted and the subject reload jaws opened. The subject reload was then unloaded from the instrument. Further functional testing noted that the reload was able to be cycled through interlock. The reload was disassembled for evaluation of internal components. This examination found that the knife bar laminates within the reload were bent. Replication of the bent knife bar laminates may occur under the following conditions. Application over tissue that is beyond the recommended thickness range. Application with an obstacle incorporated in the jaws. In any of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form pr operly, and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. Preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the t issue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. The root cause of the observed damage was due to the product not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic procedure, it was not possible to unload the reload. There was no patient injury.